Event description:
The customer reported the clarivein stopped working, and when the surgeon tried to remove the appliance from the patient, the internal wire stayed in the patient.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. The images provided by the customer depict a wire that has broken off the device. The complaint has been confirmed, however without the physical device to review the root cause could not be determined. Electronic review of the DHR determined no exception documents were recorded that would cause this type of incident to occur. Furthermore, there were no process deviations or non-conformances recorded for this lot or the lot(s) that produced the device. Review of the field assurance database found no additional, related incidents recorded for this lot. Nonconformances of this nature are monitored by the engineering, quality, and management team members. This complaint will be used to trend for similar complaints.